Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and button error. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. Troubleshoot was not performed for high blood glucose. There was no indication if insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised forced sensor alarm during prime test at 3.5 pounds due to faulty force sensor resistor. All buttons functioning properly no damage on the keypad assembly. No button error alarm. Inspected j2 connector on lcd and no unlock keypad connector. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.